Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, the right ventricular lead was found with loss of capture and high capture threshold. On (B)(6) 2020, the lead was capped and replaced successfully. There were no reported adverse consequences to the patient.